Event description:
The account alleges the head section of the bed drifts down slowly. No injury reported.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.